Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the post has broken off of surface. No impact on surgery, found during clean up. Item was not used in case.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.